Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive up button due to unlocked lcd keypad connector.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the up button on the insulin pump was not working. The customer's blood glucose level was 300 mg/dl. They stated that they were just filling the cannula and noticed that the up button was not working. They stated that the time on the insulin pump advanced. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.